Manufacturer narrative:
Analysis of historical records: the devices involved in this event have not yet been received by orthofix (B)(4). Unfortunately also the lot numbers have not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the devices involved in this event have not yet been received by orthofix (B)(4). Orthofix (B)(4) is strictly in contact with the local distributor to have the devices concerned. The technical evaluation will be performed as soon as the devices become available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once further information/clarification and/or the results of the technical evaluation become available. In regards to this event orthofix (B)(4) received discordant data. To clarify the event, orthofix (B)(4) requested the local distributor to provide further information such as: lot number of the affected devices. Body part to which device was applied. When the problem was observed: during surgery or into treatment? Event description: can you please clarify the functional problem with the lrs multiplanar clamps? As it is indicated that the device failure caused loss of achieved correction, can you please provide information on patient's diagnosis, planned treatment, and code reference of the fixator used? Did the two lrs multiplanar clamps fail at the same time or in different stages of the treatment? Can you please estimate the increase of surgery occurred? Can you please confirm that "increase the times of intraoperative fluoroscopy and intraoperative reduction time" is relevant to this case? As it is indicated that there was an additional intervention, can you please provide date and outcome? Copy of x-ray images. Can you please confirm that the patient is well? Unfortunately, this information has not been made available so far. Should further information and/or the results of the technical investigation become available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR report 9680825-2019-00090.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6). Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: no response received. Surgery description: correction. Patient information: (B)(6) female, (B)(6), 160 cm, previous health condition: good. Problem observed during: hospital pre-use inspection. Type of problem: other, see event description. Event description: the fixing screws of the clamp were broken for two consecutive times; the clamp was still shaking and unstable after being completely locked. So that the operation at that time could not be carried out normally. The complaint report form also indicated: the device failure had adverse effects on patient (loss of fracture reduction, loss of achieved correction). The initial surgery was completed with the device. The event led to a clinically relevant increase in the duration of the surgical procedure (increase the times of intraoperative fluoroscopy and intraoperative reduction time). An additional surgery was required . A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Product not available for return. Patient current health condition: at the current stage, the patient left the hospital. No other information was provided. Manufacturer ref: (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the component code 50580 (lot b80 marked on component 500581) before the market release. No anomalies have been found. The original lot, manufactured in 2014 ((B)(4)) and 2015 ((B)(4)), was comprised of 15 devices. All of them have already been distributed on the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Orthofix srl checked the internal records related to the controls made on the component code 50580 (lot b84 marked on component 500581) before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of 12 devices. All of them have already been distributed on the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation: the returned devices, received in contaminated conditions on january 14, 2020, were sent to an external laboratory for decontamination and sterilization activities. After the cleaning activities, the devices were examined by orthofix srl quality engineering department. All the devices were subjected to visual check. The visual check confirmed that the lrs multiplanar clamps are in conformity with specifications, while the clamp screws are broken. The dimensional check performed on threaded parts of the clamps and on the screws did not show any anomalies. The functional check performed on the multiplanar clamps confirmed that the two devices perform properly. It was not possible to perform the functional check on the two screws as they are broken. Medical evaluation: the information available on the event with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. (B)(6) 2019. He one definite thing is that 2 clamp locking screws from a multiplanar clamp have broken. The patient has a short lrs rail with a straight clamp in which there are 2 bone screws in positions 1 and 4. The multiplanar clamp is attached to the proximal end of the rail, and the straight clamp is very close to or touching the end of it. A short cd unit is nearly fully closed and is mounted between the straight clamp and the multiplanar clamp. The screw clamp of the multiplanar clamp has 3 screws in it, in positions 1, 3 & 5. The screws are in the same plane as the distal screw set but are angled distally and down, as if to the proximal segment of a bone with a valgus deformity. I think that the frame is applied to the lateral femur, distal half. I would guess that the plan for treatment was to lengthen the cd unit, sliding the distal clamp down the rail. This would create a gap in the bone (if there is an osteotomy or non union), which would allow the surgeon to adjust the inclination of the proximal bone screws so that they become more parallel. This can only be done if a gap is created by lengthening. In the video they seem to be trying to show that there is some looseness between the lrs rail and the multiplanar clamp. However, like you I cannot see anything of this sort in their video. I have done a very bad sketch of what I think was probably the operative plan. Depending on the tension in the soft tissues, steps 2 and 3 might be done under the anaesthetic. However it is more likely that they planned to do the lengthening gradually to give them room to then straighten the leg acutely. Another approach would be to lengthen gradually and then correct the angle a little at the same time. Because the procedure is not lengthening bone but simply making room for angular correction, this can be done much faster than the 1 mm a day of bone lengthening. With a cooperative patient it would be possible to correct several degrees in one day, step by step. It was set up, 2 screws broke in this multiplanar clamp and caused a change in treatment and probably an additional procedure after loss of correction, possibly loss of lengthening in stage 2. Very high tissue tension can build up in this type of case, which might be the cause of the breakages, which are very rare (I have not seen one like this). I agree, we are not certain of the facts. You can see from the drawing that if you tried to make an angular correction before there was sufficient gap in the bone, the bone ends would jam together and stop further correction. It is a reasonable plan of action provided that things are done in the correct order. I agree with you that they have not managed to demonstrate the problem that they were having in the video. (B)(6) 2020 with the outcome of the technical analysis the technical analysis shows that the multiplanar clamp is functioning normally and is fully to specification. 2 clamp screws have broken due to excessive torque being applied. I think that the most likely reason for this event was a problem with the geometry of the fixator frame. It is very difficult because we are still not sure what the problem was beyond the 2 screw breakages. Final comments: the results of the technical evaluation concluded that the returned devices were originally conforming to specifications. The two lrs multiplanar clamps do not show any anomalies. They still work properly after replacement of the broken screws by the complainant. It was not possible to replicate the failure notified. Regarding the broken screws, from the evidences collected, it is possible to conclude that this type of breakage is due to an excessive torque applied. In regards to this event orthofix srl received discordant data. To clarify the event, orthofix srl requested the local distributor to provide further information such as: event description: can you please clarify the functional problem with the lrs multiplanar clamps? As it is indicated that the device failure caused loss of achieved correction, can you please provide information on patient's diagnosis, planned treatment, and code reference of the fixator used? Did the two lrs multiplanar clamps fail at the same time or in different stages of the treatment? Can you please estimate the increase of surgery occurred? Can you please confirm that "increase the times of intraoperative fluoroscopy and intraoperative reduction time" is relevant to this case? As it is indicated that there was an additional intervention, can you please provide date and outcome? Copy of x-ray images. Can you please confirm that the patient is well? Unfortunately, this information was not made available. Orthofix srl historical records shows that no other notifications have been received in regards to these specific device lots. Orthofix srl continues monitoring the devices on the market. Please also kindly refer to MFR report 9680825-2019-00090 follow up 1 - attachment: [2019215_FDA medwatch cover letter follow up 1.pdf].

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: no response received. Surgery description: correction. Patient information: 79 year-old, female, 55 kg, 160 cm, previous health condition: good. Problem observed during: hospital pre-use inspection. Type of problem: other, see event description. Event description: (1) the fixing screws of the clamp were broken for two consecutive times; (2) the clamp was still shaking and unstable after being completely locked. So that the operation at that time could not be carried out normally. The complaint report form also indicated: the device failure had adverse effects on patient (loss of fracture reduction, loss of achieved correction). The initial surgery was completed with the device. The event led to a clinically relevant increase in the duration of the surgical. Procedure (increase the times of intraoperative fluoroscopy and intraoperative reduction time). An additional surgery was required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are not available. Product not available for return. Patient current health condition: at the current stage, the patient left the hospital. No other information was provided. Manufacturer ref: (B)(4).